Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that six infusion set fell off during use event on 27-may-2024. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 3 of 6.